Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this complaint is being closed since after multiple attempts to retrieve the device, the device still hasn¿t been received for evaluation. If and when the device in question is received, this file will be reopened and its contents made to reflect the results of the evaluation. However, a few unused samples of this tube set were tested to replicate this failure and evaluated by r&d. The received devices passed the air leak test successfully. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 12 similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: mr# 1221934-2018-53399. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that during a rotator cuff repair that the fill chamber on two of the customer's irrigation tubing, vue one day set, slowly filled up past the fill line. On the first set, it overfilled and got the filter wet. The surgeon decided independently to switch to an open procedure for other reasons and while he did so the sales rep swapped out and reset the tubeset. The 2nd tubeset slowly filled up past the fill line but the surgeon was able to finished the procedure with this set. This situation happened 3 times that day, see (B)(4) to complete the event.